Event description:
During a contract inspection of the device, a physio-control field service representative observed that the unit was greater than 20% out of spec, posing a potential hazard. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control recommended repair of the device; however, it was declined by the customer due to the price and age of the unit. The device has been retired and removed from service. The root cause of the reported failure cannot be determined.